Event description:
It was reported that when the patient initially had the implant, it was ¿awful¿ and would get shocked from the device because there was a nick on the wire, and the implantable neurostimulator (ins) was defective. The patient had another surgery in (B)(6) and replaced the ins and wires, and stimulation was working fine. The healthcare provider (hcp) told her she was ¿crazy¿ and the hcp did an x-ray and saw one lead was 2/4 inch shorter than the other, and the hcp told the patient to do a ¿somersault¿ to move the wire but it did not help, the patient had to have surgery and the hcp found that there was a nick in the wire and ended up replacing the ins. Information regarding the replacement and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but she was working with her doctor or a manufacturing representative. An appointment was set for 2015 (B)(6).